Event description:
It was reported that the deep brain stimulation (dbs) patient experienced excessive bleeding during their second stage implant procedure when the physician was using the tunneling tool. The physician believed that the tunneling tool was too sharp and malleable resulting in some additional bleeding along the tunneling track. Pressure was held over the site of the bleeding for ten minutes and the procedure was completed with no further complications. The patient has fully recovered postoperatively. The tunneling tool will not be returned as it was retained by the customer.

Manufacturer narrative:
The tunneling tool was not returned for analysis; therefore, a technical analysis could not be performed. However, it was confirmed the ipg met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the event. A review of the instructions for use (IFU) confirmed that intracranial hemorrhage and injury to areas next to implant such as blood vessels, nerves, chest wall and brain are known potential risks associated with use of dbs. Based on a thorough review of the reported complaint boston scientific concluded that the probable cause of the event was unable to be established.